Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer (hallands sjukhus, halmstad) reported: "the monitor gave a false low heart rate when the cables hung from the babies foot without any stretch of the cables". No consequences or impact to patient was reported.

Manufacturer narrative:
(Age at time of event) updated from a blank field to (B)(6). (Weigh) updated from a blank field to (B)(6).